Event description:
During adenoidectomy, disposable curette found to have no blade attached when attempting to excise the tissue. Surgeon could see no blade in the nasopharynx: anesthesiologist saw no blade during endotracheal extubation and awakening of pt. X-rays taken of chest and nasal area revealed no foreign object.